Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Analysis was unable to verify self test failed alarm or sensor anomaly due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received self-test failed alarm. The customer's blood glucose level was unknown. The customer stated that the pump was reset and the self-test was performed and got an error self-test failed and still could not connect the sensor and even changed the battery on the pump but could still not connect the sensor. The customer stated that the alarm did not occur during the rewind or prime sequence. Troubleshooting was performed and was advised to perform the self-test twice and it was interrupted by self-test failed alarm. The customer was advised the insulin pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional¿s recommendation. The insulin pump was returned for analysis.